Manufacturer narrative:
No data were provided to investigate the issue. Information provided are insufficient to confirm the issue and determine the root cause of the reported issue.

Event description:
It was reported that during the procedure, the surgeon wanted to edit his entry point by placing the pointer probe to his new entry point. We tried to add/modify the trajectory we had navigated to, but when the trajectory was modified/added the new entry was not set at the spot he wanted, but rather in the middle of the brain with the target point in the incorrect spot as well. Eventually we proceeded with the original entry point and trajectory.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the procedure, the surgeon wanted to edit his entry point by placing the pointer probe to his new entry point. We tried to add/modify the trajectory we had navigated to, but when the trajectory was modified/added the new entry was not set at the spot he wanted, but rather in the middle of the brain with the target point in the incorrect spot as well. Eventually we proceeded with the original entry point and trajectory.